Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 500 mg/dl, which was treated with manual injection. Customer had symptoms of abdominal pain and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that cannula was bent. Alarm history showed a low reservoir alarm and no delivery alarm. Customer declined high pressure test. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.